Event description:
The pt reportedly developed a skin flap infection at the implant site. The pt was given intravenous antibiotics (bactrim, rifampicin, and vancomycin) for 6 weeks. The pt's condition did not improve so the pt's device was explanted. The pt continues to be monitored by the clinic.